Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and eight (8) batteries ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent decreases in power consumption and estimated flows within the analyzed period and four (4) low flow alarms logged since (B)(6) 2024. Log file analysis also revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or disconnection within each 15 minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) as well as several momentary disconnections involving (B)(6) that did not lead to premature power switching events, within the analyzed period. Momentary disconnections will result in an audible tone or "beep." Log file analysis did not reveal any anomalies involving (B)(6) within the analyzed period. In addition, log files did not reveal any power disconnect alarms within the analyzed period; however, it is likely that the momentary disconne ctions were perceived as a power disconnect alarm, as described in the event details. As a result, the reported event was confirmed. The associated batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible ro ot cause of the reported event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power- source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be at tributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. It was also noted that eight (8) batteries exhibited power switching. It was stated that the patient noticed a delay in power recognitions when putting the battery to the controller and only on one side of the controller. It would take about 1-5 seconds and then would hear a beep - which was a power disconnect alarm. The controller would eventually recognize the battery. The vad remains in use and the batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:  06-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:  06-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:  06-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:  06-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:  12-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:13-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:  13-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: yes return date: 16-may-2024 h3: no h4: mfg date:  13-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted to correct the event details. Additional products: d4: serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4:serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4:serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#:(B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the low flow alarms could be attributed to the patient's "flu like symptoms." No further patient complications have been reported as a result of this event.